Event description:
Baxter sales rep phoned in a report on (B)(4) 2010 of a leaking set that occurred on (B)(6) 2010. There was a leak caused by a hole in the tubing that caused an unknown chemo drug to leak and spill onto the floor, the bed, and the curtains. The leak was located between the clamp and the luer lock. This incident occurred during patient use. There was no patient injury or medical intervention associated with this report. The patient received a majority of their medication. And the facility did not consider this event an underinfusion. The nurse was also not injured in any way. The hospital used normal protocol to clean up the chemo. The sample was contaminated with chemo so it will not be sent in for evaluation. No additional information was provided.

Manufacturer narrative:
The sample is contaminated with chemo and will not be returned for evaluation. Batch review was performed. No deviations were found in the batch review. Should additional information become available a follow up medwatch will be submitted. (B)(4).

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress. A sample was not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted.